Event description:
It was reported that, during a shoulder arthroscopy, the surgeon tried to use the anchor, he did all the technique perfectly, but after performing the suture, the anchor came loose from the bone part, it was removed with a grasper and discarded. Surgery was resumed, without any delay, but it is unknown how the problem was resolved. No further complications were reported.

Manufacturer narrative:
Internal complaint reference case- (B)(4).

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Per case details the loose anchor was removed. It is unknown how the procedure was completed. The patient's health condition was reported as stable. Should any additional clinical information be provided this complaint will be re-evaluated. The complaint was not confirmed. Factors that could have contributed to the reported event include inadequate bone quality, improper preparation of the insertion site, or off-axis insertion of the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.